Manufacturer narrative:
A visual evaluation found the stent was kinked in several locations throughout. The proximal tip of the stent was deformed from being crushed against distal end of the push catheter. A functional evaluation for stent deployment could not be performed since the delivery system was not functional with the detached guide catheter. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the stent and catheters. With the stent and catheters bound by kinks and bends, the device would become unable to deploy the stent. Force to deploy the stent could ultimately cause deformation of the stent at the proximal tip where it is being crushed against push catheter. Therefore, 'operational context' is selected as the most probable root cause for the complaint. Note: the delivery system used in the procedure was returned along with this stent device, see manufacture report 3005099803-2015-00625.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-00625 for the other associated device information. It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in an ercp procedure performed on (B)(6) 2015 in the bile duct. According to the complaint, while deploying the stent, the guide catheter broke off inside of the patient. The broken catheter was removed using a retrieval device such as forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." The stent used in the procedure was returned along with the naviflex delivery system (manufacturer report #3005099803-2015-00625). The returned stent was kinked and has been deemed a reportable event .

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. The lot number of the device was not reported. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4) stent kinked. (B)(4) stent deformed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-00625 for the other associated device information. It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in an ercp procedure performed on (B)(6) 2015 in the bile duct. According to the complaint, while deploying the stent, the guide catheter broke off inside of the patient. The broken catheter was removed using a retrieval device such as forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". The stent used in the procedure was returned along with the naviflex delivery system (manufacturer report #3005099803-2015-00625). The returned stent was kinked and has been deemed a reportable event .